Manufacturer narrative:
Age at time of event or date of birth; correct data: supplemental MDR #01 inadvertently did not update these fields. This report is being submitted to correct this data. Sex; correct data: supplemental MDR #01 inadvertently did not update these fields. This report is being submitted to correct this data. Brand name; correct data: supplemental MDR #02 inadvertently reported the wrong brand name for the suspect device. This report is being submitted to correct this data.

Event description:
Further follow-up revealed that the patient continued to have further seizures and the generator was programmed back to previous settings (output current - 2ma / frequency - 30hz / pulse width - 500 usec / on time - 21 sec / off time 1.8 min). It was reported that the device was working and replacement was discussed with the patient and his mother due to the time implanted. The patient will continue to be monitored and the patient's mother has been instructed to call the physician with any further concerns.

Event description:
Additional information was received indicating that the patient underwent generator and lead replacement due to fibrosis. An implant card was received indicating that the patient's generator and lead were replaced due to lead discontinuity. It was reported that no lead fractures were identified and that pre-operative diagnostics resulted in high impedance (dc dc code - 7. It was reported that the patient's increase in seizures the patients increase in seizures were related to loss in function of the vns due to fibrosis. The explanted devices are expected to be returned for analysis, but have not been received to date.

Event description:
Analysis if the returned lead was completed. The lead assembly has dried remnants of what appear to have once been body fluids inside the inner silicone tubing. No obvious point of entrance was noted other than the cut ends of the returned lead portions. Incisions in the silicone tubing of the lead were necessary to perform proper inspection of the lead coils. A break was identified in the negative coil. Scanning electron microscopy images of the negative coil show that pitting or electro-etching conditions have occurred at the break locations. The appearance of one strand from the broken quadfilar coil (mate end) suggests a stress-induce fracture has occurred. However, due to pitting, mechanical distortion, and/or surface contamination, a conclusive determination of the fracture mechanism of this and the other strands cannot be made. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Event description:
The explanted generator and lead were received for analysis. Analysis of the generator was completed on (B)(4) 2014. The generator performed according to functional specifications. During the product analysis there were no anomalies found with the pulse generator. Analysis of the lead is underway, but has not been completed to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death.

Event description:
It was reported that a vns patient felt that the vns wasn't working as well as the patient's seizures have worsened over the last few months. It was reported that device diagnostics were within normal limits and the device settings were adjusted to decrease the pulse width, increase the output current, and increase the duty cycle. It is unknown whether or not the increase is above the patient's pre-vns baseline frequency. It was reported that the situation has resolved and that no medication changes occurred. The patient will continue to be monitored. Attempts to obtain additional relevant information have been unsuccessful to date.